Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. A partial lead measuring 13.5cm from the connector pin was returned. External insulation abrasion was found at 13.2cm to 13.5cm from the connector pin, consistent with lead f friction to the ICD can. The sensing conductor etfe coating was intact at the same location. Electrical measurements that could be performed were normal.